Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose levels were spiking to 300 mg/dl to 400 mg/dl every night, 270 mg/dl and 200 mg/dl. The customer was using the insulin pump system within 48 hours of high blood glucose level. The customer treated high blood glucose level with manual bolus. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose levels. The insulin pump was on auto mode at the time of the incident. The customer did not allege the insulin pump for under delivery. The insulin pump will not be returned for analysis.